Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. There are no other complaints in this lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer's spouse reported that after his wife had intraocular lenses (iol) implanted bilaterally, she cannot focus, although her surgeon said they were fine. In a follow up, the surgeon indicated that the patient was seeing haloes around lights when driving at night, although he does not blame the event on the iol. There are two medical device reports associated with this consumer. This report is for the right eye.